Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator (ipg) had not been able to connect to their implantable neurostimulator for the last 3 months. None of the patient's external devices were detecting the implantable neurostimulator. It was noted that the patient had not charged their ipg for 3 months, and the device was likely in overdischarge. The agent reviewed that the ipg would require a physician mode recharge (pmr). The caller, a nurse at the patient's nursing home, was informed on how to perform pmr but expressed concerns about time availability. It was suggested to follow up with the managing healthcare provider or contact the local representative. The caller confirmed they had the representative's contact information and planned to reach out. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.